Event description:
It was reported that, five days post device changeout, the reused right ventricular (rv) lead exhibited intermittent elevated high defibrillation and superior vena cava (svc) impedance. There are positional variable readings with no sensing or pacing issues noted. During the revision procedure, a loose set screw was found on the rv pin. The lead was reinserted and the setscrew was tightened. It was also reported that a left ventricular lead was attempted, but could not be implanted due to the patient's anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2008; a 4076-52 lead, implanted: (B)(6) 2008. (B)(4).